Event description:
The patient was originally booked for a device change due to eri but oversensing on the ventricular channel was observed. This rv lead was explanted at the same time. Should additional information be received, this file will be updated.

Manufacturer narrative:
Combination product: yes, upon receipt, the lead under complaint was found cut 23.5 cm distal to the df4 connector pin (into 2 segments). An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The returned lead fragments and provided x-ray were analyzed. The insulation was found rubbed through 10 cm proximal to the lead tip, which is assumed to be the root cause of the observed oversensing. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found bent, which most likely resulted from the extraction procedure due to tensile stress. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.